Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds. The patient also experienced a "sensation" coincident with ventricular pacing. The lead was repositioned with reprogramming, and remains in use. No further patient complications have been reported as a result of this event.